Event description:
A caller reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a complete pump reset, guiding them through the process. After the reset, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.